Manufacturer narrative:
Mayfield swivel adaptor (a1018) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with worn teeth on the swivel sleeve and the nylon washers and retaining rings worn.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00196. A facility reported that the mayfield swivel adaptor (a1018) was not locking properly. There was no patient injury reported and delay in surgery is unknown.